Manufacturer narrative:
U.s reporting agent notified on: (B)(6) 2015. Mfg site eval: eval is incomplete; eval on-going.

Event description:
Country of complaint: (B)(6). Intra-operative breakage of the working end. There was a short delay in the procedure, the fragment was removed immediately.